Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair site for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head was out of focus. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was out of focus. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.